Event description:
When the physician turned and locked the sheath, the needles did not deploy as expected. The physician could not retrieve one of the needles. The patient was taken to surgery, where the needle was removed.